Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and was in the hospital for a few days on an unknown date. The customer¿s blood glucose level went up to 400 mg/dl ¿ 500 mg/dl. Customer also reported that the insulin pump display was blank was advised to remove the battery and the insert battery alarm was not displayed on the pump screen. Customer also reported the contacts on the battery cap was neither missing nor damaged, battery compartment was neither damaged nor corroded and the spring was neither damaged nor corroded. Trouble shooting was performed for blank display. Customer was advised to clean battery cap contacts with a dry cotton swab. It was also advised to press and hold the back button for 60 seconds and to insert new aa battery. Display did not returned after pump restart. It was also reported that the insulin pump was dropped and clip was broken. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08760 inches. Insulin pump received with normal operating currents. Pump monitored for several hours and no blank display noted. The battery tube connector plugged in properly to j7/pcb 1 during visual inspection. Insulin pump received without the original belt clip. The test belt clip fits and lock properly and no damage on the belt clip rails noted. Insulin pump received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads and minor scratched lcd window. (B)(4).